Event description:
It was reported that during implant, the physician had difficulty inserting the ventricular lead into the pulse generator header. The device was not implanted and a new one was used.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generator v-connector port and a-connector port. The lead insertion force used to insert the lead was out of specification for the product. This likely contributed to the reported connection complaints.